Event description:
In 2006, the facility reported that a resident fell while being lifted using a sabina ii patient lift. Resident was not injured.

Manufacturer narrative:
Per manufacturer's instructions, routine procedures should be performed every day the sabina patient lift is used. This includes, but is not limited to the following: visually inpect the patient lift and check for external damage or wear. Check that all screws and locking handles are tight. Since the hook came free of the lift arm, and the bolt could not be found by the staff, it is presumed that if routine procedures had been performed, this incident would not have occurred.